Event description:
Info received indicates the head hi/low will drift down overnight. The account has replaced the head hi/low down valve and trend valve but the issue remains.

Manufacturer narrative:
Technical support instructed the account to clean the inside of the head hi/low down valve port. Repairs have not been completed.